Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that there was moisture behind the display lens. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. The battery compartment was found to be cracked below the grip pad and the pump case was found to be cracked in the right hand corner of the display area. During testing, the pump performed the rewind, load, and prime steps with no power reboots, power losses, or call service alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power reboots, power losses, or call service alarms occurring. The pump case was removed and evidence of moisture contamination was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint that the pump was losing power intermittently was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump was losing power intermittently. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.